Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to perform the excessive no delivery alarm test due to a prime anomaly. There was no motor error alarm. The motor passed the motor test. The pump had a minor scratched lcd window, cracked display window corners, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he received a motor error alarm today and 6 no delivery alarms yesterday even after changing the entire infusion set. Customer's blood glucose is 174 mg/dl. Customer stated that the alarms kept going off and he was unable to troubleshoot because it was a past event. Customer was advised to do a complete set change as soon as possible. Customer does not want to return the reservoir for analysis. Customer was just walking and did not detect any kind of change. Customer stated there was nothing wrong with the set. Customer had 5-6 no delivery alarms prior to. Customer was assisted with clearing the alarm. Customer does not use the sensor feature. Customer stated that he was able to rewind the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.